Event description:
Pt had been noting to have on ventricular lead which had resulted in inhibition of pacing. Ventricular lead defect required pacemaker system upgrade with placement of a new lead with new enpulse pulse generator. Pt was taken for cardiac catherization and it was found that the lead, although securely fixed to a set screw, pulled apart with tugging at the connection to the header suggesting the lead was degenerating in this area. Upgrade with placement of new medtronic model #5076-58 lead with new medtronic inpulse sr model #e2s401 pulse generator. Pre-existing lead was capped.